Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device since 3 weeks. No trauma has been reported, no swelling or redness above the implant housing.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The bilaterally implanted recipient no longer has any hearing sensation with the device since (B)(6) 2018. No trauma has been reported, no swelling or redness above the implant housing. The user was re-implanted.